Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. Device evaluation and inspection found missing image signal . Based on the results of the investigation, the reported issue was confirmed. A definitive root cause cannot be identified. Probable cause could be due to component failure . Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic bronchofibervideoscope's ultrasound portion of the screen was blacked out. The issue occurred during a diagnostic endoscopic bronchial ultrasound. There was a procedural delay of less than 30 minutes, with patient under sedation. The procedure was completed using an olympus back-up device. There were no reports of patient harm.